Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event. Patient information has been requested.

Event description:
It was reported to philips the device automatically discharged again and again on the patient. We are considering this to be a serious injury because it is not known if the patient procedure was life-threatening, however, no direct adverse event to the patient or user was reported. Additional details have been requested.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips the device automatically discharged internally while attempting synchronized cardioversion on a patient. The user pressed the charge button, the defibrillator charged to the set joule number, and immediately discharged itself internally. The device did not deliver defibrillation shocks to the patient. Another device was used for cardioversion. We are considering this to be a serious injury as there was a delay in treatment, however, there was no adverse event to the patient or user. The customer contacted the philips response center. The device was shipped to the philips repair bench. The repair bench provided a cost estimate to the customer. No ECG monitoring strips or case event files were provided to philips for review. The customer did not provide any additional details regarding the patient procedure. The customer did not accept the cost estimate. No action was done and no parts have been replaced. At the request of the customer, the philips repair bench sent the device back to the customer unrepaired.